Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that three of her reservoirs received air bubbles upon being removed from the transfer guard after the filling process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was declined. Three reservoirs were returned for analysis and two replacement reservoirs were shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Performed pre-fill reservoir testing, and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.